Event description:
It was reported that multiple occlusion alarms occurred. Additionally, the customer experienced an elevated blood glucose (bg) level and ketones; bg value and ketone level were not provided. The suspected cause of the high bg was due to ignoring the occlusion alarms. The customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) where healthcare providers administered intravenous fluids of saline and insulin. A system check was performed, and no issues were observed with the pump, pump supplies, or the insulin in use at the time of the event. Reportedly, the customer performed a pump reset and changed the pump supplies to address the occlusion alarms issue. Customer was discharged from the ICU on (B)(6) 2023 with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.